Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k223 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k223 shows no trends. Trends were reviewed for complaint categories, alarm #8: blood leak? (Photoactivation chamber) and photoactivation module leak. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit, smart card and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). P.t. (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #8: blood leak? (Photoactivation chamber) at the end of the photoactivation phase of the procedure. The customer inspected the photoactivation chamber and observed a blood leak from the photoactivation module. The customer stated the treatment bag and return bag were sealed, and the contents were manually reinfused to the patient. The customer reported the patient was in stable condition. The customer will return the kit, smart card and photographs for investigation.

Manufacturer narrative:
The complaint kit and photographs were returned for evaluation. The photoactivation module was the only kit component sent for examination. The customer provided photographs verify a blood leak coming from the photoactivation module. The photographs show the leak had occurred when the module was installed into the photoactivation chamber. Examination of the received kit confirmed there was blood residue on the outside of the photoactivation module. The module was pressure tested to check for leaks and a leak was verified coming from a crack in the module. The crack ran along the weld between the channels in the center of the module. Further inspection of the module during pressure testing showed the weld had failed and fluid leaked internally between the channels. A material trace of the illumination plates used to build lot k223 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. There were no illumination plates rejected for welding defects during manufacturing of this kit lot. A review was performed on a sample of ported and non-ported illumination plates and all plates passed incoming inspection and no damage to any of the plates was found. The cause of the reported alarm #8: blood leak? (Photoactivation chamber) was most likely due to the leak in the photoactivation chamber. The root cause for photoactivation module leak was most likely due to the weld failure between fluid channels within the photoactivation module. The cause of the weld failure could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2022.